Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09nov2020.

Event description:
The customer reported the ventilator made a really loud noise while running. There was no patient involvement. The customer is unable to reproduce the reported issue from respiratory therapy for the ventilator making a loud noise. The customer is reporting the blower and cooling fan are running and there is no excessive noise. The customer has reported that they were unable to reproduce the noise problem, so the unit has been returned to service.